Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery multiple times. The customer states they have been long time users of the pump, but no longer trust it. The customer states they had conducted multiple set and reservoir changes, but the issues persist. The customer no longer wishes to be on the pump and will be closing their account. No further information provided or assistance provided.